Manufacturer narrative:
The device was discarded. The investigation was completed. After 1 day on support, purge pressure high and pump stopped. Pp 1072mmhg, pf<1.0ml/h. A short time before there was an ¿air in the purge system¿ alarm and the system was deaired. Md stated handling problem by the user. The purge system drew air during a transport. Purge pressure high - data logs confirmed purge pressure high and blocked purge alarms. Purge was not running for at least 90 minutes, purge pressure above 1000mmhg upon purge restart up, and pump stop 1 hour later. The cause of the purge pressure high was biomaterial build up that was caused by lack of purge flow from air in purge. Pump stop - data log review showed pump stop without mc spike. Purge was not running for at least 90 minutes, purge pressure above 1000mmhg upon purge restart up, and pump stop 1 hour later. The cause of the pump stop was biomaterial build up due to the gradual rise in mc after the purge issues occurred. Air in purge system - data log review showed air in purge system alarms trigger a period of no purge flow. When alarms resolved after 90 minutes, purge pressure high alarms triggered. The cause of the air in purge system was an adverse event caused by the user due to the md noting a handling problem by the user. Device history report was completed and passed all post sterile inspection checks.

Manufacturer narrative:
G.1 added manufacturing site information as it was inadvertently omitted from the initial report that was submitted. H.6 code a1414 was entered incorrectly on the initial support that was submitted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered high purge pressure, pump stop and air in purge alarm during impella cp support. The physician confirmed a handling problem by the user. The purge system drew air during a transport and there was an ¿air in the purge system¿ alarm. After that the purge system stopped. This alarm was also only confirmed multiple times. The purge system was deaired. Then, the pump stopped. The pump was explanted.